Manufacturer narrative:
Patient identifier, weight, ethnicity, race: not provided. No lot number was provided and no sample was available for analysis.

Event description:
Intense itchiness and a rash developed under the edge of a 3m steri-drape u-drape that was applied during a partial left hip revision surgery. Diphenhydramine was administered intravenously, and the symptoms resolved. The itchiness occurred on the chest below the breast area after the surgery ended and the rash was observed when the drape was removed. Chlorhexidine gluconate was used for skin preparation prior to the surgery; skin preparation products applied at the reaction site is unknown.